Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient was hospitalized from (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209647467, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had an infection on the implantable neurostimulator (ins) with purulent discharge. The patient's electrode and ins was explanted and he received antibiotic treatment. The event resolved. The investigator assessed the event as not serious, not related to the device, and related to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2014. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the investigator assessed the event as serious.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to the procedure and related to the stimulator.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0209647467, implanted: (B)(6) 2015 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred on (B)(6) 2015 and it was related to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 388928 lot# 0209647467 implanted: (B)(6)2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the date of onset was reported to be 2015-jul-29. No further complications were report ed/anticipated.